Event description:
Additional information was received on (B)(6) 2012 when the generator was received for product analysis. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The data in the memory locations revealed that 7.179% of the battery had been consumed. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. It was noted that the high impedance was observed with an impedance value of 21683 ohms at some point prior to (B)(6) 2012.

Event description:
On (B)(6) 2012, it was discovered that the patient underwent a lead revision and a cut was found in the lead. The patient's generator still did not work with the new lead and therefore it was replaced (reported on MFR report # 1644487-2012-02573) and is now working. No x-rays were taken. The surgeon was not aware of any patient manipulation or trauma that occurred. The patient's programming history was reviewed and a system diagnostics test performed on (B)(6) 2012 showed high impedance. Attempts for the return of the explanted product are underway but the explanted products have not yet been returned for product analysis. Good faith attempts for additional information have been made but no further information has been received from the physician to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.